Manufacturer narrative:
Device not returned for analysis.

Event description:
It was reported that due to an unspecified reason the patient had his artificial urinary sphincter (aus) cuff removed and replaced. The aus was explanted and a new 5.0 cm cuff was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.